Event description:
The rptr indicated that the device apparently reverted to backup mode during or following the ventricular pacing threshold test, and backup diagnostics were printed. A backup-reset was successfully performed and the device operated properly as all follow-up testing was repeated. At the next follow-up, no problems were observed. The physician was not concerned with the reversion to back-up.